Manufacturer narrative:
The mayfield base unit (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the unit was received without the left bracket end cap; the paint is chipping on the handle and the handle needs to be replaced. General maintenance and cleaning is required along with replacement of the end cap and handle. Root cause: complaint confirmed via inspection of the unit. Unit received missing an end cap. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the black end cap which holds the positioning rod on the mayfield base unit (a3101) needs replacement. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.